Event description:
It was reported that during preparation for a percutaneous peripheral intervention procedure, balloon got separated. A 4.00mm x 1.5cm x 140cm spcb flextome monorail was selected to treat the target lesion. During preparation, all air was removed prior to balloon protector removal. Upon removal of the balloon protector using a straight force, it was noted that strong resistance was met. Subsequently, the balloon got separated. The procedure was completed with another of the same device. No patient complications were reported and the patients condition is good.

Event description:
It was reported that during preparation for a percutaneous peripheral intervention procedure, balloon got separated. A 4.00mm x 1.5cm x 140cm spcb flextome monorail was selected to treat the target lesion. During preparation, all air was removed prior to balloon protector removal. Upon removal of the balloon protector using a straight force, it was noted that strong resistance was met. Subsequently, the balloon got separated. The procedure was completed with another of the same device. No patient complications were reported and the patients condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned unit revealed that the balloon had detached at the proximal and distal balloon bonds. The distal section of the inner was kinked in several places. The balloon was removed from the balloon protector with resistance. No further damage was noted to the remaining balloon sections or catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).